Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self test, unexpected restart error test, rewind and displacement test. No display anomaly noted however, the insulin pump was unable to prime during the prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The insulin pump was received with corroded motor home switch. The insulin pump was received with light moisture damage to keypad traces and electronic assemblies. The insulin pump was received with cracked case at display window corners, belt clip slot and battery tube threads. The insulin pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump had moisture damage. The customer reported that the insulin pump had a constant tone. The customer's blood glucose was 311 mg/dl at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.